Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The fse reseated all of the cables in the workstation emi cabinet, swapped video connectors j3 and j4 in the workstation, and j6 and j7 at the camera. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the fluoroscopic image was intermittently lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.